Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the tr band was opened for use on a patient after a diagnostic catheterization via the right radial artery after a successful procedure. The band was placed on the patient's wrist like normal and the syringe was filled with 18cc of air. The tech injected all 18cc of air into the band and pulled the sheath, at which point it appeared that the balloon did not fill with air at all and the patient was bleeding; unknown amount of blood loss. The tech then held pressure and asked for a new band to be opened. A nurse got a second band from the same lot and dropped onto the sterile field. The tech then placed the new band and filled with air following the same protocol with no issues. The patient was unharmed and stable with no post-procedural bleeding complications from the incident. The device did not have noticeable damage. The device was not manipulated before use in any way - pre-use or during storage. The product was stored on a shelf prior to use. It was unknown where the band was leaking from.